Event description:
The patient was undergoing a coil embolization procedure using pod6 coils and a ruby coil detachment handle. During the procedure, the physician met difficulty advancing a pod6 and the pusher wire became kinked. The physician successfully removed pod6 and the procedure continued using a new pod coil. The physician successfully deployed a pod coil; however, it would not detach using the detachment handle and was manually detached. The procedure successfully continued using a ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00591 and 00603. The hospital discarded the device.